Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that when the doctor opened the lead for the operation of a new deep brain stimulation (dbs) on both sides, a slight bend was discovered when the lead was checked for bends. It was noted that there was a defect. There was concerns that a bent lead would become disconnected from the target, so a new lead was opened to continue the procedure. There were no health hazards to the patient. The indication for use included parkinson's disease. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the lead found no anomaly. The distal end of the lead was straight. Additional review determined the following device codes were not related to this event.